Event description:
The facility's rep reported an infusion pump that shuts itself off. Although attempts were made by baxter to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event. No add'l info is available.

Manufacturer narrative:
Eval summary: the reported condition of the unit shutting itself off, was duplicated during performance testing. The root cause was found to be a damaged battery door wire.